Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken control knob. The user interface interconnect flex was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.